Event description:
It was reported, that the high frequency electrosurgical generator had the internal circuit board capacitor disconnected. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, d9, e1 (please disregard previous information submitted as only institution (olympus) and country should be filled out), e2, e3, g2 (unmark health professional and user facility), h6 component code (replace with 825), and h6 problem code (added selection). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the e433 error occurred because the capacitor of the high voltage power supply (hvps) board became detached. Possible causes for the detachment include the following: 1. An applied mechanical shock, 2. An unknown chemical influence (gassing), 3. An improper soldering process, 4. An improperly performed service, or 5. An unauthorized external intervention. To date, olympus is not aware of any service life-related soldering problems. Therefore, for this type of failure mode, user error or external intervention cannot be ruled out. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the high frequency electrosurgical generator exhibited error e433. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.